Event description:
It was reported that this system with a tachy device and right atrial (ra) lead delivered anti-tachycardia pacing that did not convert, therefore the patient required a commanded shock. After the shock, noise was observed on the ra lead. The tachy device and the ra lead remain in service at this time. No additional adverse patient effects were reported.